Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed progressive painless reduction in vision and glare approximately 3 weeks post lens implant. The lens was explanted one year later as the haptic was sticking out of the bag. Another lens of different model was implanted and patient's prognosis is good.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found the lens is in two pieces with 3 haptics torn off and missing. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.